Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 11/08/2016 stating that this lead exhibited out of range intrinsic amplitude and gradual decrease of impedance. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).